Manufacturer narrative:
The device was received from the field with battery voltage above elective replacement level and no anomaly found on the header that is related to the field concern. After all electrical test performed including thermal and mechanical stress, the device exhibits normal device characteristics with battery voltage above eri. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient's pacemaker was prophylactically exchanged because the device was on an advisory on the device. Further information was requested, but not provided.